Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm in 2003. It was reported that the pt's right renal artery was stenotic and the pt's aortic neck was short with deposits of thrombus and calcium. The bifurcated stent graft was positioned above the renal arteries, deployed and then pulled down below the renal arteries. Final angiography demonstrated reduced flow from the right renal artery, which was attributed to its stenotic condition. It was reported that post implant the pt ceased producing urine. Angiography demonstrated partial occlusion of the right renal artery, likely caused by thrombus being deposited in the renal artery when the bifurcated stent graft was pulled into position. The physician was unable to stent the artery and a hepato-renal bypass was successfully performed. The patient is reported to be doing well and is now producing urine. No additional sequelae were reported.